Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy ii stent was advanced to treat the lesion. However, during advancing through the guide catheter, resistance was encountered. The device was withdrawn through the tuohy out of the patient's body, however the shaft broke in half. Both ends were pulled out and the procedure was completed with another 3.0mm x 24mm synergy. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds)was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 866mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was tracked through the inner lumen, entering via the port weld and exiting via the tip and no difficulties were noted. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy ii stent was advanced to treat the lesion. However, during advancing through the guide catheter, resistance was encountered. The device was withdrawn through the tuohy out of the patient's body, however, the shaft broke in half. Both ends were pulled out and the procedure was completed with another 3.0mm x 24mm synergy. No patient complications were reported and patient's status was fine.